Event description:
Customer reported receiving a reading of 517mg/dl, two further tests were performed using the customer's precision xtra blood glucose monitor resulting in the same reading. Ambulance transported the customer to emergency dept where an additional glucose level of 90mg/dl was obtained (brand monitor not known) twently minutes later. The customer was treated with 50% glucose intravenously.